Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a target lesion in the posterior tibial artery, the 2.0 x 200 mm armada dilatation catheter was inflated and ruptured at 12 atmospheres (atm). Contrast was noted to be seeping into the artery, and blood was seen in the syringe during pullback. The device was removed from the patient anatomy without difficulty and there was no adverse patient effect. A second armada was then used in the procedure without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.